Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced fluctuating blood glucose with daily hypoglycemia following frequent meal announcements and the use of meal announcements as correction for hyperglycemia, which led to excess insulin delivery and subsequent lows, and later to reduced meal entries that contributed to variability; no device alerts or alarms were reported. Symptoms included hypoglycemia with fatigue and hyperglycemia with feeling ill. Outcomes included the need for oral carbohydrate treatment for lows and troubleshooting and education by customer care. Investigation included review of device use patterns and user education on appropriate meal announcement behavior. Investigation of this case revealed user-related use error with inappropriate meal announcements leading to maladaptive insulin delivery behavior by the system. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate training.